Event description:
The report received indicated that while prepping the outback re-entry catheter, the needle did not retract fully; consequently, there were no attempts made to use the device in the patient. Further information indicated that the physician was prepping the device as per the instruction for use. All specified ports were flushed using a heparinized saline, the cannula actuation was verified and the catheter was held in a straight orientation, with "no slack" during preparation. There was no apparent damage noticed on the device. The intended procedure was treatment of an occlusion in the superficial femoral artery.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.